Event description:
Head came of brush and punctured consumer's cheek and lips.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Heads and bodies are manufactured at the following location: (B)(4).